Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited high pacing impedance that triggered auto polarity switch and auditory notifier. The patient experienced heavy heartbeat. The high impedance could not be reproduced. The device was reprogrammed. The patient symptoms were resolved and would be monitored.